Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: it was reported by customer that some sites are reporting that the infusion primary infusion set is breaking and they get false air in line alarms where the tubing is kinked at the air in line sensor. If they can't get the kink out, they just throw the set out and get a new set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.